Manufacturer narrative:
Patient has been contacted three times by 2 arthrosurface personnel since the complaint date. There was no response from the patient. Also, not much information is available regarding the patient or the implant she is having. Any further information on this complaint will be reported through a supplemental MDR.

Event description:
Patient reached out to arthrosurface via website to complain significant pain in patello-femoral joint. Reported that she developed a small tear in anterior cruciate ligament (acl) and feels like her knee is popping and grinding. She primarily contacted arthrosurface for a surgeon that she could go for a second opinion.